Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed increased impedance and steadily risen threshold. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.